Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "the effect of patient-reported metal allergies on the outcomes of shoulder arthroplasty" written by justin c. Kennon, md, julia lee, md, chad songy, md, dave shukla, md, robert h. Cofield, md, joaquin sanchez-sotelo, md, phd, and john w. Sperling, md published by elsevier journal of shoulder and elbow surgery 2020 was reviewed. The article's purpose was to review results, complications and failure rate among patients with a self-reported metal allergy undergoing shoulder arthroplasty. Data was compiled from 43 patients (40 primary and 12 revision shoulder arthroplasties). Reported allergies were to nickel, cobalt chrome, copper, zinc, titanium, gold and nonspecific. Depuy implants were listed amongst non-depuy shoulder implants and arthroplasties were performed between january 2006 and april 2015. Radiographic findings of lucencies were reported. Tsa depuy products: global ap stem, global ap humeral head, global ap glenoid rsa depuy products: delta xtend stem, delta xtend proximal body, delta xtend cup, delta xtend glenosphere, delta metaglene, 2 locking screws, 2 non locking screws adverse events: reports of pain - by survey only. No patients were revised for pain. Loose glenoid in tsa with pain (not requiring revision - no further information provided loose glenoid components in rsa shoulders (treated by revision).